Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: unknown batch#: unknown. It was reported by the customer that have an 18g needle which has contamination at the needle hub where it connects to a syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle has contamination at the needle hub. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. First with 10x magnification and then with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for provided material number 305196, lot 4031358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received no injury reported needle was not used material: 305196 batch#: 4031358. It was reported by the customer that have an 18g needle which has contamination at the needle hub where it connects to a syringe. Verbatim: rcc received a complaint via email. We have an 18g needle which has contamination at the needle hub where it connects to a syringe. Needle is in original wrapper and can send out for further investigation.